Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with asymptomatic ischemia. On (B)(4)2014, coronary intervention was performed. Balloon angioplasty was performed and a 2.25 x 28 mm xience xpedition stent and a 2.75 x 8 mm xience xpedition stent were implanted in the proximal to mid left anterior descending (lad) coronary artery. Balloon angioplasty was performed in the first diagonal branch of the lad. The patient was discharged on (B)(6) 2014. Re-stenosis was noted on (B)(6) 2017, in the 2.25 x 28 mm xience xpedition stent and in a non-target vessel. Revascularization was performed on (B)(6) 2017, and a drug eluting stent was implanted at the target lesion. Balloon angioplasty was performed in the non-target vessel. The patient condition resolved on (B)(6) 2017. No additional information was provided.